Event description:
Tech alleged that the siderail was unable to latch. No injuries reported.

Manufacturer narrative:
The tech found the head siderail had a broken center arm and a bent bracket. The tech replaced the center arm and bracket on the head siderail to resolve the issue.